Event description:
The customer reported that the ac power module was faulty. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the ac power module was faulty. There was no report of pt involvement. The local philips customer care center determined that the ac power module had failed. The ac power module was ordered for replacement which resolved the failure. As of (B)(6) 2011, there have been no further reports of this issue from this customer site.